Event description:
Device broke while using during a procedure- second device of the same lot number was deployed and also broke in the same fashion. Both devices were the lesion hunter ref number: cs2-21523231, lot number: m240417302. Reference report: mw5163518.